Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to the lead body being damaged. A new rv lead was successfully implanted. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. A stylet insertion test encountered blockage 5mm from the terminal end, likely due to dried body fluid. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to the lead body being damaged. A new rv lead was successfully implanted. No adverse patient effects. This lead was subsequently returned and analyzed.